Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt /wires exposed) has been confirmed. Upon investigation the cable connecting ECG "c" and ECG "d" was pulled from the strain relief. The root cause for the strained cable was excessive force. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing adjust belt messages.